Manufacturer narrative:
The evaluation was not able to confirm the reported cloudy image, however, the inspection of the as received condition of the device found no image was displayed due to a defective charged coupled device unit. Additionally, the cable unit is critically buckled/kinked. The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The customer care representative was informed by the user facility that the high definition autoclavable camera head had a cloudy image that was first observed during reprocessing. There was no patient involvement reported. The facility was shipped an "advance replacement" and the referenced camera head was returned to the service center. Upon inspection and testing, the camera head was found to have no image malfunction due a defective charged coupled device (ccd) chip.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cable was badly twisted likely leading to a cable breakage and disabled the normal transmission, resulting in no image. This issue is addressed in the instructions for use (IFU): "precautions against frozen or lost endoscopic images never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Connecting 4. Hold the video system center stationary with one hand. With the other hand, push the video plug into the video connector socket until it clicks (see figure 3.3)." Olympus will continue to monitor the field performance of this device.